Event description:
It was reported by service report that the pt left head and right footrail siderails were not locking. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken timing links.